Event description:
It was reported, the camera head had error e238 (scope communication error) and an image that did not appear. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a foggy image occurs. Based on the results of the investigation, it is likely the following led to the malfunction: due to a water leak in the head unit, a foggy image occurs. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had error e238 (scope communication error) and an image that did not appear. There were no reports of patient harm.